Event description:
The clinician reported that over 2 years after the dental implant was placed in ada site 20 in the patient's mouth, the implant fractured. The clinician torqued the implant to 50 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.